Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Intervention has not been scheduled at this time. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a surgeon is considering valve-in-valve procedure in an existing 19mm bioprosthetic valve after an implant duration of approximately eleven (11) years due to degeneration. Per the surgeon this is an expected valve degeneration after eleven (11) years in this young patient. Procedure has been not scheduled yet.